Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All bolus and alarms received during testing were properly recorded at the daily history and alarm history files. No memory/history anomalies were noted during testing. The insulin pump alarmed error during self test and confirmed in pump history, problem isolate at keypad assembly. Detailed trace analysis confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting, the internal battery connector, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error and low reservoir. The customer's blood glucose was 15 mmol/l at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All bolus and alarms received during testing were properly recorded at the daily history and alarm history files. No memory / history anomalies were noted. The pump alarmed error 63 during self-test and confirmed in pump history, problem isolate to u1 at keypad assembly. Detailed trace analysis confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay.